Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 16.5 diopter intraocular lens was explanted due to mechanical complication with vitreous prolapse. During explant, vitrectomy was required. In the follow-up it was learned that the lens was not saved for return. Surgery was successful. Additionally, it was further clarified that the lens decentered, patient was unhappy. Physician did not indicate if there was an issue with product quality or with patient anatomy. However, after the replacement lens was implanted, the patient was happy. No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/12/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed using a 12x magnification and it can be seen the lens is damaged, most probably to make explant possible. The condition of the lens is consistent with a used product. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.